Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation. Per the designated business partner in (B)(6), the suspect component(s) are not available for return at this time. No sample return is expected so no further investigation can be performed.

Event description:
The customer reported that the vela ventilator is displaying unresolved "vent inop, motor fault, low pip and low ve" alarms. The customer reported that there was no patient involvement.